Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up for its return. (B)(4)

Event description:
It was reported that 50 devices of this batch have fluid visible between the tray and tray cover with no sign of fluid contamination from the outside. The packaging is reported to be intact. This was reported by a distributor in (B)(4). This product was not shipped to the end user and therefore there was no patient involvement. This MDR is for 50 of 50 of the devices.